Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag and bead assembly were not returned. Upon inspection, it was observed that the cord loop was disconnected in two locations by clean cuts. Engineering found no other non-conformances. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. "On deployment of the 5 mm inzii, the bag slipped out halfway of the prong with the bead attached to it. The surgeon tried to pull back the bag on to the prong and tried to open the bag but it was unsuccessful. The surgeon tried to put the specimen in the bag but by then, the bag was slipped fully out of the prongs and the prongs were fully exposed with no bag attached to it. The surgeons removed the introducer and used a 10 mm [competitor] bag. Later, the surgeon removed our bag through the hasson port site with the graspers. The ports used were cor47 and cff03. The surgeon and the assistant later told me that they have seen the same issue sometimes with our 10 mm bag at austin hospital but they never complained about it." Type of intervention: n/a. Patient status: fine.